Event description:
Event description guidant received information that this atrial pacing lead exhibited noise on the atrial channel and pacing impedance measurements greater than 3000 ohms. There was no atrial capture with the lead. The patient has an intrinsic sinus rhythm. Shock lead measurements were normal. There is no indication that the patient fell or anything that would maybe explain the sudden increase in impedence. The patient did mention feeling shock 2 wks ago, however, device interrogation doesn't show record of any episodes during that period of time. , guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device.